Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. During use, the device sparked. Another device was opened to complete the procedure. The tissue had been stuck in the tip of the shaft when the spark occurred. The status of the patient is no problem. There was no patient harm.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the instrument noted heat damage to the distal end of the tube housing. During a functional evaluation, the instrument was tested for electrical continuity and proper suction and irrigation function with acceptable results. The instrument also passed two air leak tests. Replication of the reported condition may occur if the instrument is used improperly. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.